Manufacturer narrative:
Reported event was unable to be confirmed as no specific event was noted in complaint. Xray review indicated severe liner wear of the right hip arthroplasty with eccentric femoral head position. Medial heterotopic ossification. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04511, 0001822565-2019-04606.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of a femoral head on an unknown day for an unknown reason. The sales rep was inquiring about implant identification of the cup and stem. Attempts have been made and additional information on the reported event is unavailable at this time.